Event description:
Same case as 6000093-2004-1570 and 6000093-2004-1572. It was reported by a pt that 4 weeks after a coronary drug eluting stenting treatment procedure, the stents collapsed. In 2004 pt received 3 large taxus express 2 stents and 45 days later found that the stents had collapsed and the cardiologist that put them in said that there is nothing he can do. Pt would like to know if that is true. Because pt went and consulted one of the top 4 cardiothoracic surgeons in the country and found that there is. The pt has been contacted requesting a signed release of info from the healthcare provider for further investigation of event.